Event description:
It was reported that the patient underwent a posterior spinal fusion at l4-s1. It was reported that rod became dislodged from set screw and pulled from screw. Upon going in intraoperatively, the doctor noted that set screw was intact and rod had simply pulled through and was now lying alongside of mas. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.